Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Device product code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported a patient underwent a hip procedure on an unknown date. Subsequently, the patient is being considered for a revision to possibly replace the liner due to unknown reasons.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6) 1997. Subsequently, patient was revised on (B)(6) 2015 due to stem loosening. The stem, head and liner were removed and replaced, the cup remained well fixed.